Event description:
Event description guidant/crm received information that the rate/sense portion of this endotak dsp is broken at the is-1 connector. The rate/sense portion of the lead has been capped. The high voltage portion remains active.